Event description:
It was reported to philips that the system gave a remote alert indicating the x-ray tube current was out of range, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the customer was performing a coronary diagnostic procedure. The issue was not noticed by the operator during the examination, and did not have any impact on the procedure, which was completed successfully without interruption. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Log file analysis revealed a ¿grid leakage current out of range¿ error, confirming an x-ray tube malfunction. The tube was replaced, and the system was then restored to proper working condition and prepared for clinical use. The defective x-ray tube was returned to philips for failure analysis, which identified a partial short circuit of the small filament. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no direct customer complaint, but a notification was automatically identified by philips log file monitoring. During investigation, it was identified that the issue did not have any impact on the procedure, which was completed without interruption. As such, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.